Event description:
A customer observed positively biased glu results for a patient sample processed on the 950 analyzer. The results were not reported to the physician. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event.